Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was warm while charging as well as when disconnected from charging. There was no reported impact to customer's blood glucose. The pump was replaced to address the issue.